Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('adipose tissue with embedded metal coil'), device dislocation ('essure coil in peritoneum/ omentum with essure coil'), abortion incomplete ('incomplete abortion') and pregnancy with contraceptive device ('pregnant with essure micro insert') in a 31-year-old female patient who had essure (batch no. 628440, 12407573) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 and gravida ii. Concurrent conditions included vaginal bleeding, hypertension, cervical dysplasia, uterine leiomyoma, adenomyosis, paratubal cyst, menometrorrhagia and uterine prolapse. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abortion incomplete (seriousness criterion medically significant), 5 months 25 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (davinci laparoscopic hysterectomy, bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device dislocation, abortion incomplete and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion incomplete, device dislocation, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: right- 2, left- 5 coils. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: abortion incomplete, device dislocation, embedded device. Lot number: 12407573 manufacturing date: 2009/07 expiration date: 2012/06. Lot number: 628440 manufacturing date: 2008/12 expiration date: 2011/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('adipose tissue with embedded metal coil'), device dislocation ('essure coil in peritoneum/ omentum with essure coil'), abortion incomplete ('incomplete abortion') and pregnancy with contraceptive device ('pregnant with essure micro insert') in a 31-year-old female patient who had essure (batch no. 628440, 12407573) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 and gravida ii. Concurrent conditions included vaginal bleeding, hypertension, cervical dysplasia, uterine leiomyoma, adenomyosis, paratubal cyst, menometrorrhagia and uterine prolapse. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced abortion incomplete (seriousness criterion medically significant), 5 months 25 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (davinci laparoscopic hysterectomy, bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device dislocation, abortion incomplete and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion incomplete, device dislocation, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils: right- 2, left- 5 coils. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: abortion incomplete, device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: medical record received. Event medical device removal was updated to embedded device. Events added: pregnant with essure micro insert, device ineffective, incomplete abortion, essure coil in peritoneum. Reporters information, lot number and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.